Event description:
It was reported that during a meniscus surgery, the blade of the device rubbed on the stem when cleaning the meniscus and there was a risk that it would come off if the surgeon continued. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 6-jun-2025 further information was received that nothing broke off inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8400td batch 15364129 was received for evaluation. Visual inspection revealed that the inner shaft tip was broken, and a piece of the blades was coming out of the outer shaft. Scratch marks were noted on the tip of the outer shaft. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically misalignment during insertion, the device making contact with another device, and/or leveraging the device while using it.